Event description:
It was reported that during the post-implant follow-up, no capture in the right ventricular (rv) lead was noted. The physician suspected lead dislodgment due to patient non-compliance. A fluoroscopy was performed confirming the dislodgement. On 22 may 2024, the rv lead was repositioned without any complications. The patient tolerated the procedure well and is in stable condition.